Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) female who presented with an unruptured aneurysm located on the anterior communicating artery. The pt's aneurysm was coiled on (B)(6) 2014 and during the procedure an ng tube was placed out of positing in the right lower lobe lung. A small amount of fluid and plavix was administered. A fluoroscopic imaging was performed and there was no evidence of pneumothorax. Vasospasm occurred also and was treated with infusion of vasodilator cardene for 35 minutes. An angiogram was performed and the vasospasm resolved. The pt was kept intubated overnight. The pt was extubated the next day and did very well neurologically. The pt remains on aspirin and plavix. The treating physician placed the pt on a prednisone taper and added additional inhalers for copd. The pt was discharged on (B)(6) 2014. On (B)(6) 2014, the pt was seen at immediate care for increased cough and fever. The pt was prescribed levaquin 750 mg by mouth daily for 7 days. The aspiration pneumonia was reported because the event required in-subject hospitalization or prolongation of existing hospitalization.